Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and injury.

Manufacturer narrative:
No devices or photos were received for inspection; therefore, the condition of the components is unknown and an evaluation is not possible. The device history records for the tibial component were reviewed with no deviations or anomalies identified. The knee component compatibility of all components was reviewed and found with no issues. This device is used for treatment. A product history search conducted for the tibial plate identified no other complaints for this product part and lot combination. The patient had a revision surgery on (B)(6) 2015 due to pain and injury caused by the tibial plate. The primary and revision operative notes were not provided; therefore it is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. It was indicated that no more information is available at this time. The risk of pain is addressed in the nexgen cr, ps, cra, lps and lcck knee package insert. The package insert lists pain as an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.